Event description:
The rptr stated that he had, on occasion, experienced the er1 message, but could not recall any specifics. He stated that he had retested and had obtained a result that he was satisfied with.